Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) was found prematurely deployed during use, inside the catheter. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection t6he stent was returned within a microcatheter. The introducer sheath was undamaged. The stent delivery wire (sdw) was kinked. The stent was noted to be deformed at both ends. In addition, closer inspection of the stent showed that the marker band had become detached from the proximal (closed cell) end of the stent. A functional inspection could not be performed as the stent was deployed approx. 7cm (measuring from the proximal/hub end) inside the microcatheter lumen. After cutting the catheter shaft at the location where the stent was stuck, a tweezer was used to remove the stent. It was during this process that the marker band was noted to have detached. The fact that the marker band was still present with the stent strongly suggests that it was manipulation of the stent during its removal from the microcatheter lumen which led to the marker band detaching. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. The device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'neuroform atlas can't put inside excelsior sl-10'. The issue was noted when inserting the stent into the microcatheter hub. The stent was returned for analysis in a deployed condition inside the proximal end of an microcatheter lumen. The stent was located approximately 7 cm inside the lumen of the microcatheter. The stent was no longer present on the sdw. Following its removal from the microcatheter, the stent was noted to be deformed. The introducer sheath was returned for analysis and was undamaged. The sdw was also returned for analysis and was kinked/bent. Additional customer information which state that the introducer sheath was correctly positioned and all other preparation steps were correctly undertaken, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. Although the proximal movement is likely to have been very minor, it would result in a small gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported event of device problem unknown/unclear and to the analyzed damage of stent deformed, sdw kinked/bent and stent deployed prematurely during use as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.